Event description:
Underwent lumbar radio frequency nerve ablation - bilateral - for severe facet joint arthritis of the lumbar spine - multi level-. Two adverse events occurred: #1 a 3 to 4 inch section of the rf probe -i.e. Introducer needle- broke and lodged in my spine and required open surgery for removal #2 after placing 3 probes in my back -right side- and performing sensory & motor test to be sure, the nerve they were going to burn in the facet joint was isolated, they proceeded to the next step to burn and instead burned nerves going to my right leg, only stopping after I screamed. I don't know the exact cause, but suspect a combination device malfunction and product use might be cause for both adverse events. As of today, I remain in pain where the needle broke in my back and I am left with pain & tingling through the right buttock, down through the leg, under the foot right to the toes. Facet joint injection with steroid and anesthetic was done in 2009, prior to lumbar radio frequency nerve ablation two months later, in order to properly diagnose the problem.